Manufacturer narrative:
Received one used. List #15247-28, primary plum set and one used. List #unknown, extension set w/ filter. As received, the filter was wetted out. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A device history lot number review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 12/18/2025.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch. The customer stated that when changing the custom tpn bag for fluid changes for a patient, the primary set was reportedly leaking tpn at the chamber valve. Significant leakage was observed down the chamber and tubing. There was no report of human harm.

Manufacturer narrative:
Attempts are being made to obtain the device for complaint investigation. Available for evaluation. It has not yet been received.